Event description:
It was reported that this lead was surgically explanted due to a product performance issue. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the extracting stylet stuck in lead. Setscrew marks were in the correct location on the terminal pin. Visual inspection showed coils stretched near lead tip, this is explant damage. Continuity testing passed, indicating conductors are intact. Laboratory analysis was unable to confirm any product performance issue, based on normal lead resistance measurements and inspection that showed no conductor fractures. The surgery code was not confirmed, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this lead was surgically explanted due to a product performance issue. This lead was returned for analysis. No additional adverse patient effects were reported.